Event description:
Update: (B)(4) 2012 - der for left side was received. It was reported in a separate complaint as a duplicate. We have rejected the complaint and added the information to this one. All products were reported on time. Update: (B)(4) 2012 - preliminary disclosure form provided additional information that allowed us to find invoices. We have updated all medwatches.

Event description:
Bilateral patient. Litigation alleges: patient was injured by excessive levels of chromium and cobalt in the blood. Update: (B)(6) 2012 - the sales rep has reported the revision surgery for the right side. Patient was revised due to pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Bilateral patient. Litigation alleges: patient was injured by excessive levels of chromium and cobalt in the blood.

Manufacturer narrative:
Depuy still considers this investigation closed.